Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the photographs identified an encapsulated device with pink biological tissue, labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported for left side "capsular contracture - baker grade ii" and "seroma". Device has been explanted.